Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly and a high blood glucose value was 585 mg/dl at the time of the incident. The customer was not hospitalized and treated with a manual injection. No troubleshooting was performed but not completed due to the customer declining to continue. Nothing will be replaced or returned.